Manufacturer narrative:
The staff informed the hill-rom service technician that the serial number and location of the bed were unknown and additional information regarding the patient would not be released. The accounts biomed stated that he has instructed the nurse's and staff to check the communication cables for proper connection and to check the functions of the bed, especially nurse call. The facility biomed also questioned if it was possible to make the communication cables better suited for the connection to the facilities nurse call system and if there was strain placed on the cable, how to minimize the damage and if there was a way to notify the staff that a problem or failure has occurred. The careassist bed and careassist es bed user manual states: if the bed is equipped with the sidecom communication system, and it is connected to the facility, a signal is sent to the nurses' station when the bed exit alarm sounds.

Event description:
The complainant stated that the patient got out of bed, the alarm on the bed activated and sounded but the communication cable was not connected to the facilities bed exit alarm system well or correctly. There was a delayed signal to the nurse station, therefore a delay of the staff getting to the patients aid. The patient fell, resulting in a fractured femur which required surgery. The staff indicated that the fall was not due to a fault with the bed.